Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali femoral filter kit. During visual evaluation, detachment was observed to the pusher wire. The touhy-borst adapter and filter storage tube arrived loaded together. The filter was received within the filter storage tube. Skiving was noted to the filter storage tube. What appeared to be a pusher wire was noted on the proximal portion of the filter crossed legs. The dilator arrived loaded into the introducer sheath. During functional testing, the dilator was offloaded from the introducer sheath and was successful. No anomalies were noted at the distal ends. The loaded touhy-borst adapter and filter storage tube were offloaded from each other and no anomalies were observed. An in-house mandrel was used to deploy the filter from the filter storage tube. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was also deployed. Therefore, the investigation is inconclusive for the reported expansion failure as the conditions of use cannot be recreated. However, the investigation is confirmed for the identified pusher wire detachment as the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported expansion failure and identified pusher wire detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly could not be released. It was further reported that the filter legs were wound and then together. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly could not be released. It was further reported that the filter legs were wound and then together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.